Event description:
Initial reporter indicated that when the pt's vns generator was interrogated in clinic, it was found to be at unintended settings. The pt's vns was programmed to their intended vns settings. Good faith attempts to obtain add'l info have been unsuccessful to date.